Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipped adhesive joint of the rubber bend, the cause was due to damage of parts due to wear, deterioration, deformation, or some kind of physical stress. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited a chipped adhesive joint of the rubber bend. There was no patient involvement.